Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. Code 4581, e2402 selected as there is no code available for mononucleosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The days leading up to the event the pediatric patient's blood sugar levels were very unstable and he experienced very high and very low blood sugar levels. No specific cgm nor blood glucose readings were reported from this time, but the mother did confirm that they checked with fingerstick, and even there were inaccuracies almost all the time. The patient's blood glucose levels were going up and down. The day of the event the patient experienced nausea and vomiting and the mother checked for ketones which were high, but no specific value was reported. At this moment the cgm was reading 95 mg/dl and the blood glucose reading was 47 mg/dl, and the mother treated the patient with a fruit juice. Because of the high ketones in combination with the low blood sugar, the mother brought the patient to the hospital. At first the patient received intravenous treatment to bring the blood sugar level up, and then later, the mother was told that the patient was in a diabetic ketoacidosis (dka) state. According to the mother the doctor stated this was a unique scenario and was not something that they had seen before. The patient was treated with intravenous potassium, and he was monitored for 2 days in the hospital. On the second day of the hospitalization the patient was diagnosed with mononucleosis. The mother was told by the doctor the mononucleosis infection could have been the reason that the blood glucose values have been unstable in the last days. The patient started treatment for the mononucleosis and at the time the patient was sent home, the blood glucose reading was 140 mg/dl. At the time of follow up contact on 07/31/2023, the patient was fine, but was still receiving treatment for the mononucleosis. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.